Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that she experienced a low blood glucose of 47 mg/dl. She stated she was working with someone on her insulin pump settings and did not need further assistance. The customer also mentioned that her infusion set fell off the first day of use, but she had not had similar issues since then. Nothing further was reported.